Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. During the repositioning of the lv lead, both the right atrial (ra) and right ventricular (rv) leads dislodged. The leads were repositioned and remain in use. The patient is enrolled in the (B)(6) post market clinical study. The no patient complications have been reported as a result of this event.